Event description:
The facility reports, while the staff transferred the resident to the bed from a shower chair, the loop that holds the sling together with the clip came apart. The resident fell backwards out of the sling and hit the floor. After picking the resident up, they lowered him onto the bed. The resident reported no pain.